Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they have checked the ventilator and replaced the exhalation valve body, diaphragm & exhalation flow sensor, but problem was not solved. The customer performed transducer tests, all tests are passed. After that, they performed transducer calibration, and turb. Diff. Press calib and it failed. Finally, the customer cross checked with other working main pcb, and problem was solved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator is giving circuit fault, low pip and low ve alarms. There is no patient involvement associated with this event.